Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the front response button was missing the cover and was non-responsive. The cause for the inability to activate the device is the damaged response button. The root cause for the damaged response button cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons were unable to activate the device. The pt was issued a replacement monitor.